Event description:
During review of the in-house programming/diagnostic history database, it was observed that high impedance was observed at the office visit on (B)(6) 2014. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. Further follow-up revealed that the patient no longer wanted to be implanted with vns due to the appearance and not having seizures in more than four years. The generator was programmed off and the patient underwent generator explant. The lead was not explanted. No additional relevant information had been received to date.

Manufacturer narrative:
Date of explant; corrected data: this information was inadvertently reported incorrectly on initial MFR. Report.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.